Event description:
(B)(6) nurse of the hospital reported to us that she was checking the instruments prior to a surgery. During this she observed that the device has no function. Moreover, she reported that she found some rusty spot on it.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.